Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the seriously tortuous renal artery. A 6.0 mm x 14 mm x 150 cm express¿ vascular sd drug-eluting stent was advanced to treat the lesion. However, when half of the stent was deployed, it was noted that the stent had dislodged. The stent was captured by a non-bsc device. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of an express sd stent delivery system (sds) with stent. The shaft, balloon, and stent were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded with stent impressions between the markerbands and the stent dislodged and moved proximally on the balloon over the proximal markerband and the proximal balloon bond. The exit notch and tip were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the seriously tortuous renal artery. A 6.0mmx14mmx150cm express vascular sd drug-eluting stent was advanced to treat the lesion. However, when half of the stent was deployed, it was noted that the stent had dislodged. The stent was captured by a non-bsc device. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.